Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrodes. The patient saw her physician and was diagnosed with a yeast infection under the lifevest in a separate area. The patient's physician prescribed the patient clotrimazole cream and fluconazol. During a follow up call, the patient reported that the rash and yeast infection were getting better. There was no allegation that a device malfunction caused or contributed to the reported rash and yeast infection.